Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 84 mg/dl. The customer stated that she just had an MRI. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer also reported a motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The motor passed the motor test. The displacement test functioned properly. The pump was monitored for several days and no unexpected alarms or errors were noted. Unable to verify the motor position encoder error alarm in the alarm history due to an overwritten history file. All buttons functioned properly. No damage in the keypad assembly was noted. The pump was not received stuck on rewind mode. No unlocked lcd keypad connector during visual inspection noted. The pump was received with minor scratches on the lcd window.